Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a lumbar laminectomy procedure, it was observed that the autolube device was leaking oil. It was reported that the event was discovered at the end of the procedure when the oil fell onto the floor but not into the patient. It was reported that there were no delays in the surgical procedure as the same device was used to complete the surgery successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition of the device leaking oil was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the hose was cracked but not leaking. It was determined that this was consistent with normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.